Manufacturer narrative:
Conclusion of cer (B)(4): defective ambient valve. Replacement of the valve. The alarm disappears when the tightness test is completed successfully.

Event description:
The following was reported to hamilton medical ag: release valve defective.